Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber exhibited forward firing after 53,000 joules and 6 minutes of fiber use. A second fiber was utilized to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber exhibited forward firing after 53,000 joules and 6 minutes of fiber use. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that the reported forward firing is confirmed, as analysis identified a glass cap distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fracture. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap could be pushed in with force independently of the metal cap, indicating an glue failure. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred debris adhesion on the surface, indicative of prolonged tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The fiber was tested with helium-neon (hene) laser fixture, and there are no signs of breakage along length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber exhibited forward firing. A second fiber was utilized to complete the procedure without patient complications.